Event description:
It was reported that a myocardial infarction and st segment elevations occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. Following the procedure, protamine was given, and st segment elevations were noted. Transesophageal echocardiography (tee) showed no pericardial effusion. A left heart catheterization was performed, which identified triple vessel disease that prompted a balloon dilation in the left anterior descending coronary artery and balloon pump placement. The patient was stable and was to receive coronary artery bypass on an unconfirmed date.